Event description:
It was reported that during an upgrade procedure, a bi-v implantable cardioverter defibrillator (ICD) was attempted, not implanted due to the device not sensing appropriately. The leads were sensing appropriately using the analyzer. A new device was connected and implanted with no further issues. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary- the device was returned and analyzed and no anomalies were found. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: model: 439688, left ventricular (lv) lead; implant: (B)(6) 2014. Model: 6935m62, right ventricular (rv) lead; implant: (B)(6) 2014. (B)(4).